Manufacturer narrative:
Correction: the original MDR was inadvertently filed with the incorrect manufacture report number of 1310379-2017-05000. The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient died on (B)(6) 2017. Patient cause of death was lung cancer. The site reported the patient's death was not related to the superdimension device or the enb procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient cause of death was lung cancer.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient died on (B)(6) 2017. The cause of death is unknown. The site reported the patient's death was not related to the superdimension device or the enb procedure.